Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that emergency light internal failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that visera elite xenon light source, emergency light failure (error code e207). The issue occurred during an unknown event. The procedure was unknown and it was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: emergency lamp failure; and worn output connector (light guide connection), resulting in a rattled connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.